Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s husband reported via phone call insulin pump had critical pump error alarm. Customer¿s blood glucose level was 103 mg/dl at the time of incident. Insulin pump had damaged. Customer state that reservoir not able to lock. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. No damage noted to the reservoir tube, reservoir tube lip, or retainer during physical inspection. A test reservoir was installed and did lock into place properly. The pump was received with case cracked behind the pump near the battery compartment.